Event description:
Pt had a pacemaker implanted on 6/17/96. The pt returned on 12/9/96 with a diagnosis of "eroding pacemaker, rt side with relocation of the pacemaker in axilla with new pacer". Another pacer was implanted on 12/10/96. The pt was discharged on 12/14/96.